Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a german patient's device had a damaged connector.